Manufacturer narrative:
Unable to perform displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to missing retainer.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was unknown. It was reported the transparent circular plastic in the reservoir attachment part has come off. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.